Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient's backup controller having a system controller fault alarm on the screen when it was attached to wall power was not confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Additionally, there were no log files, photos, or any other supporting documents submitted that would indicate an issue with the controller. Provided information stated that the controller was disposed of; therefore, it will not be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ heartmate 3 instructions for use in section ¿system controller backup battery power¿ provides information regarding the controller¿s backup battery. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's backup system controller was being checked and it was noted that it had a system controller fault alarm on the screen when it was attached to wall power. The system controller is no longer under warranty and will not be returning. A replacement system controller was ordered.